Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Knee washout for strep infections. Insert changed to same model insert that was implanted in the primary surgery. Adverse event statement: patient had knee replacement surgery on (B)(6) 2015. Revised evolution cs insert due to infection on (B)(6) 2016 replaced with the same model insert - evolution cs insert.